Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and swelling ("swelling"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, menorrhagia, back pain, dysmenorrhoea and swelling outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and swelling to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Plaintiff received treatment for dysmenorrhea(cramping), gen. Abnormal bleeding, swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information updated. New events" dysmenorrhea(cramping), gen. Abnormal bleeding, swelling" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia, menorrhagia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dyspareunia and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.